Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus india, the failure of the power supply unit could have been attributed to aging deterioration of the power unit due to long-term use. The failure of the main circuit board could have been attributed to heavy impact to the internal parts when transporting or installing the subject device by the user or a third party.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the routine checking by the user, the subject device could not be turned on. Olympus (B)(4)checked the subject device and found that the reported phenomenon was duplicated and the main circuit board and the power supply unit had failure. There was no report of patient injury associated with the event.